Event description:
A caller reported a malfunction on their insulin pump, specifically displaying a malfunction code and being part of a field correction. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, provided instructions for storage and return, and informed the customer about programming their replacement pump with updated software and connecting their continuous glucose monitor. The customer acknowledged understanding these instructions.